Manufacturer narrative:
Final device analysis results revealed multiple broken conductor wires.

Event description:
The MFR representative reported impedances greater than 4000 upon interrogation at pre-op. The pt had reported no stimulation with activation of the device system. Intra-operative testing of each electrode contact revealed no stimulation was generated. The device was returned to the MFR for analysis.